Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that ther is increase resistance when moving the product within the 1 ml syringe. Verbatim: email from "I am looking for information regarding compatibility of bd 1 ml syringes with drug products that contain oil, propylene glycol, ethanol or similar substances. I ask this because my team has noticed in the past certain drug products contain inactive ingredients (listed above) show increase resistance when moving the product within the 1 ml syringe. This only occurs with 1 ml syringes and I think the components of the 1 ml syringe are slightly different than the others."